Event description:
Boston scientific received information that during a device replacement procedure, this intended replacement device could not be interrogated despite attempts with three different programmers and in different locations. These additional attempts resulted in a prolonged procedure. The patient with this device has no intrinsic heart rhythm. No adverse patient symptoms were reported. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis confirmed this device had no telemetry and a memory download could not be performed. Initial non-destructive analysis (visual inspection and x-ray inspection) revealed no abnormalities. Then, the device case was removed and internal circuitry was inspected. As the flex circuit was being unfolded (in the vicinity of the programmer wand), telemetry with the device suddenly began working. Additional inspection of various components did not reveal any obvious cause for the prior malfunction. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested and the device operated appropriately. Although analysis confirmed the reported clinical observation, cause for the observed malfunction could not be determined because the failing behavior was "lost" during analysis.